Event description:
The co received info for this report from abbott laboratories. Nurse stated "t-connector separated from the bonded portion of the tubing connection". An IV of lactated ringer's was infusing by gravity through a peripheral IV line during transport to the recovery room after carpal tunnel surgery. When the pt arrived in recovery, the pt reported "I'm wet". The nurse "found the t connector separated from the bonded portion of the tubing t-connector". There was an unspecified amount of IV fluid leakage noted. No reports of bleedback. The pt did not experience any adverse effects. It was also reported by abbott, in the same report, that the "body of the t-connector broke at the top of the t where the clave is attached."